Event description:
"Client reports that the IV spike fell out of an abbott IV solution bag containing chemotherapy. The spill caused staff and patient anti-neoplastic exposure by aerosol and staff exposure on skin. As well, there was a spill in the room. Hospital protocol was followed for both room clean up as well as patient and staff exposure. Etopiside is added to abbott's 0.9% normal saline one liter bag, list# 7983-154 lot unidentified, via the administration port by pharmacy. The IV bag spike access is untouched. The IV bag is then spiked and the tubing is back primed with 0.9% normal saline from the primary IV line. The tubing was not respiking the bag. The disconnect occurred as the clinician was in the process of hanging the etopiside IV bag on the IV pole. The infusion was to run by gravitiy. The entire set-up was discarded and a new drug and set-up was installed with no further incidents." Additional information has been requested, but has not become available.